Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. No damages or anomalies noted. The set was tested per product specifications. There was no leakage. The product was primed per packaging directions. The clamp was engaged at the air filter fitment and fluid only flowed into the burette as fluid flowed out. The clamp between the piercing pin and burette was engaged and no fluid flowed into the burette as expected. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18dec2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that was reported to drip an unspecified solution into the burette after the air filter slide clamp was closed. Per the customer, no further information is available for this complaint. Although the complaint/issue occurred during a patient's infusion, there was no harm reported. The set was replaced, and therapy resumed.